Manufacturer narrative:
Customer care attempted follow up contact to gather further information; however, the user was not reached and indicated that they were currently hospitalized and would be available for follow up at a later time. Because no additional information was available from the user and there was no indication of a system malfunction, the case was closed.

Event description:
On (B)(6) 2026, senseonics was made aware that the user reported being hospitalized based on information provided via text message. No additional details regarding the nature of the hospitalization or its cause were provided.